Event description:
Pt was undergoing laparoscopic cholecystectomy. Maxxim battery powered irrigation pump was inserted into a large bag of irrigation fluid. Bag hung on IV pole that also held the surgical drape at the pt's right shoulder. At end of case, the pump fell from the bag to the floor past the sleeping pt. The pump had no safety strap or other attachment and is heavy enough to injure a pt.